Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the fenestrated bipolar forceps instrument would not slide in and out. It had a restricted range of motion and was choppy when sliding. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument moved in the opposite direction/non-intuitive motion, when the instrument was sliding both directions, it was choppy and not behaving how it should have been behaving. There was a limited range of motion, meaning that the instrument would not reach the maximum depth that it should have been able to. It was not sliding the all the way down the track on the robot arm. We were able to use cautery, but it was not helpful because we could not reach the tissue because the arm was jumping and choppy and restricted with the reach for some reason. The jaws could still open and close. There was not tissue stuck in the jaws. The jaws were not the issue per the sheet was put in. The issue is that we could not reach the tissue, and it was choppy even though the drape was not in the way and the arms were not hitting. The instrument simply was not sliding even when it had plenty of track to keep going and nothing in its way. The issue was resolved by replacing the broken instrument. The instrument we took out is still broken.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument associated with this complaint and completed investigations. The reported event with the instrument could not be replicated or confirmed. Visual inspection-external, visual inspection-internal, manual articulation of inputs, recognition, engagement, and intuitive motion tests/ inspections were performed, and the complaint could not be reproduced. Failure analysis could not verify the customer reported event. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in a direction. The grip tips opened and closed properly. The instrument was fully functional.